Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one x-port isp with groshong catheter in two segments were returned for evaluation. Visual inspection identified a complete circumferential break 9.8 cm distal to the cath-lock. The circumferential break was consistent with catheter pinch-off, the circumferential break was flattened with longitudinal cracks forming on opposite sides of the catheter. Therefore, the investigation is confirmed for pinch-off. Pinch-off is attributed to product placement and clinical use. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the patient was hospitalized due to pulmonary embolism and it was found that the catheter had fractured and migrated to the right atrium. The catheter segment was removed. The patient¿s status is currently unknown.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient was hospitalized due to pulmonary embolism and it was found that the catheter had fractured and migrated to the right atrium. The catheter segment was removed. The patient¿s status is currently unknown.